Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed to open. A field service engineer (fse) found that the full height cubie drawer 5 failed to sense the closed position. The issue was resolved by replacing the latch inseparable in the drawer, recovery was successful, and medication spill was cleaned. The repair was verified by running hardware test application, and access to the drawer via inventory was successful with no failures. The system functioned as intended after the field service engineer repaired the device.